Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to perform a ground isolation check, reseat and/or replace the graphic user interface (gui) cable. The customer will repair the unit themselves.

Event description:
Report received that the ventilator lost communications while in use on a patient. The patient was placed on a second ventilator. The patient was not harmed as a result of the event.